Event description:
It was reported that the user observed three dashes on the ilet display instead of glucose readings, which resolved after a few minutes, consistent with a transient signal loss between the dexcom g7 sensor and the ilet. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and no device replacement. Investigation included guided troubleshooting and user education regarding signal loss and expected behavior. Investigation of this case revealed a communication interruption without sensor alerts, consistent with temporary loss of connectivity, and normal function resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental or situational signal interference leading to temporary loss of communication.